Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 75% in-stent restenosed, 24mm in length target lesion was located in the non- calcified and 4mm in diameter ostium and mid right coronary artery(rca). A non bsc guide catheter was placed. After a pt2 guide wire crossed the lesion, a 2x15mm maverick balloon catheter and a 3x12mm quantum balloon catheter were used for predilation and a 4.00x24mm promus element¿ plus stent was advanced but was unable to cross the lesion. A 4x15mm non bsc balloon catheter was then used to dilate the lesion again and a 4.00x16mm promus element¿ plus stent was advanced but also failed to cross the lesion. An attempt was made to withdraw the device however significant resistance was encountered and the stent was dislodged in the proximal segment of the rca. Several attempts were made to retrieve the stent but were unsuccessful. A 4x15mm non bsc balloon catheter was then used to crush the detached stent against the artery wall. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-06914. It was further reported that the 4.00x24mm promus element¿ plus stent was advanced but was unable to cross and became stuck in the lesion. The stent was then deployed in this location where it became stuck.